Event description:
Customer reported experiencing multiple alarm notifications followed by repeated occlusion events, which were resolved by changing the infusion set and cartridge before resuming insulin delivery. There was no adverse impact to the customer¿s blood glucose level during these events. No additional corrective actions or outcomes from technical support were mentioned.